Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had pressure signal related issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) says machine checked on trainer 3 hours and found that no issue in the machine and passed all functional test of the machine .unit returned to customer.

Event description:
N/a